Manufacturer narrative:
(B)(4). Batch # t5d16v. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: how much blood did the patient lose? Don't have exact number of blood loss but was not much, the surgeon applied pressure to stop the bleeding until they came in with another reload and restapled. Was the bleeding controlled? Yes the bleeding was controlled. Were any blood products or transfusion required? No transfusions but tisseal was used after the case. If so, please explain. Was a laparotomy required to control the bleeding? No laparotomy, again this was just an initial squirt of blood and then they immediately applied pressure to control the bleeding until the fired again on a different part the tissue. What is the current patient status? I have not a had a patient follow update. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain. I have not heard of any changes to the protocol as this was a controlled during the case.

Event description:
It was reported that during this bypass case. About five cartridges had already been fired. On the stomach pouch close to the last firing, the sales rep witnessed the tissue being dragged as the stapler fired. After they completed firing and opened jaws there was blood spurting and you can see an uncut staple line with a few malformed staples and many unclosed staples that had been deployed. This case was completed with another stapler and blue load with no patient issues.